Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was going to be undergoing a synchronous shock test due to increasing and intermittently high shock impedance measurements when it comes to the right ventricular (reliance) lead. It was noted that an attempt with high output pacing was made to mitigate this issue but no decrease in shock impedance measurements was noted. An inquiry regarding performing a synchronous shock and the results was requested. Boston scientific technical services (ts) discussed that from a lead design standpoint, the high voltage (hv) cables are solid cables and one would anticipate if there was a conductor problem with hv cable, likely an observation of noise on rate/sense portion would be evident given it is an open lumen. Ts noted to review the recent stored episode and confirm no anomalies were noted on x-ray, in addition it was discussed to review any stored events historically and gain a better insight into the lead trends. Ts further discussed information regarding a commanded r-wave synchronous shock, low (1.1j) and high (41j) shock would provide the only true test of the hv system. Ts noted that a low energy shock would immediately show out of range measurements if there was a conductor issue as the current cannot jump over the lead gap. This would be enough to know there was an issue. Ts further noted that for increased shock impedance there would be the truncation around delivered shock impedance value close to 145 ohms when there is not entire/sufficient amount of energy which may be delivered to the heart, therefore further testing of delivered shock impedance and the effectiveness of the system would need to be tested. Additional information noted that a high voltage, 41joule synchronous shock was delivered with an actual shock impedance of 74 ohms. The patient was sent home and connected vie remote monitoring to further monitor the system. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this patient was going to be undergoing a synchronous shock test due to increasing and intermittently high shock impedance measurements when it comes to the right ventricular (reliance) lead. It was noted that an attempt with high output pacing was made to mitigate this issue but no decrease in shock impedance measurements was noted. An inquiry regarding performing a synchronous shock and the results was requested. Boston scientific technical services (ts) discussed that from a lead design standpoint, the high voltage (hv) cables are solid cables and one would anticipate if there was a conductor problem with hv cable, likely an observation of noise on rate/sense portion would be evident given it is an open lumen. Ts noted to review the recent stored episode and confirm no anomalies were noted on x-ray, in addition it was discussed to review any stored events historically and gain a better insight into the lead trends. Ts further discussed information regarding a commanded r-wave synchronous shock, low (1.1j) and high (41j) shock would provide the only true test of the hv system. Ts noted that a low energy shock would immediately show out of range measurements if there was a conductor issue as the current cannot jump over the lead gap. This would be enough to know there was an issue. Ts further noted that for increased shock impedance there would be the truncation around delivered shock impedance value close to 145 ohms when there is not entire/sufficient amount of energy which may be delivered to the heart, therefore further testing of delivered shock impedance and he effectiveness of the system would need to be tested. At this time the lead remains implanted. No adverse patient effects were reported.